Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2012: the patient presented for pre appointment for l5-s1 decompressive laminectomy, discectomy and tlif versus plif. Impression: lumbar spondylosis with endplate sclerosis and joint instability with radiculopathy. On (B)(6) 2012: the patient presented with following pre-op diagnosis: intractable back pain, l4-l5 degenerative disk disease, retrolisthesis l5-s1, s1 radiculopathy on the left. The patient underwent left l5-s1 transforaminal interbody fusion. Right l5-s1 posterolateral fusion. Arthrodesis posterior l5-s1. Insertion of interbody allograft. L5-s1 pedicle screw instrumentation, use of bmp, use of autograft bone. Following were the post-op diagnoses: intractable leg pain, l5-l5. Degenerative disk disease. Retrolisthesis l5-s1. S1 radiculopathy on the left. Per op note, autograft and allograft bones were taken and placed in the anterior aspect of the disc space with a further sheet of bmp. A 10 mm c space tlif cage and placed it posterolaterally across the disk space. It was a tight fit. The cage was turned to have the teeth engage with the endplate. The cage was countersunk. Ap and lateral x rays were obtained to ensure the positioning. Later, l5-s1 joint on the right was drilled out and decorticated. A piece of bmp and bone graft wa s put in the joint and the lateral gutter of the right, performing a posterolateral fusion at l5-s1 on the right. No patient complications were reported. On (B)(6) 2012: the patient was discharged. On (B)(6) 2012: the patient underwent bilateral lower extremity venous doppler. Impression: no evidence of deep vein thrombosis. On (B)(6) 2012: the patient underwent xray of lumbar spine 2 view. Impression: minor degenerative changes. Otherwise, no acute process. Incidentally noted is constipation. On (B)(6) 2012: the patient presented 6 weeks after an l5-s1 tlif. She had some left-sided psis tenderness which was very tender. Impression: stable, status post lumbar fusion. Si joint dysfunction. On (B)(6) 2012: the patient underwent xray of lumbar spine, three views. Impression: no acute disease. Prior fusion l5-s1. On (B)(6) 2012: the patient presented for physical therapy. On (B)(6) 2012: the patient presented with lower back pain going down left leg. Review of systems revealed anxiety, depression. Physical exam revealed limited range of motion of the lumbar spine with flexion and extension, positive faber's test on the left and negative on the right, positive pain with facet loading of the lumbar spine bilaterally, patient has tenderness to palpation in her lower lumbar spine and along the incision, sensation diminished in her feet. Assessment: sacroiliitis; lumbar disc degeneration; postlaminectomy syndrome (lumbar); lumbar radiculopathy. On (B)(6) 2014: the patient underwent MRI of the lumbar spine. Impression: l4-l5 disc disease with small posterior central and paracentral disc herniation, and mild osteoarthritic changes of the adjoining facet joints. Status post surgical fusion at l5-s1. No recurrence of disc herniation or any significant scar tissue formation. Mild secondary dural ectasia.